Manufacturer narrative:
The technician found that the roll pins securing the pedals to the torque tube were bent. Technician replaced the roll pins and the brakes functioned properly. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake casters did not hold in the brake mode. No patient impact.